Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, without the product to examine, no determination can be made as to the contributing factors that caused the reported discrepancy. Furthermore, a device failure, or a concern with the quality of the device has not been reported in this case. The breaking of an already placed suture during device insertion is likely due to the proximity of the placed suture and the additional device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not provided. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure during a preclose technique using a perclose proglide device in the common femoral artery after an interventional procedure. Reportedly, two proglide devices were successfully deployed. The interventional procedure was performed and the knots from both the devices were advanced to close the site. However, hemostasis was not achieved as bleeding continued. A third proglide device was attempted to be deployed, but during device insertion, the sheath of the third device broke one of the already deployed sutures. Surgical intervention was used to achieve hemostasis. There was a clinically significant delay in the procedure due to the surgical procedure. There was no reported adverse patient sequela. The physician is reported to be proficient in the use of the perclose proglide device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimate age (patient described age as being in the (B)(6)). The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information. The two perclose proglide devices are being reported under separate medwatch report numbers.